Event description:
Boston scientific received information that during a routine device check, this pacemaker exhibited a remaining longevity of two years. At the end of the follow-up, the remaining longevity decreased to less than 6 months remaining although no programming changes had been made. It was reported that at the previous follow-up the remaining longevity was a year. Boston scientific technical services (ts) discussed how the device calculates longevity and how it can differentiate from the longevity calculation provided by the programmer. Ts recommended using the remaining longevity estimate of less than 6 months. No adverse patient effects were reported.

Manufacturer narrative:
(B)(4). Records indicate this device remains in service and that the patient will be followed monthly. At this time, no further information is available. Should additional information become available this report will be updated.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, detailed mechanical and electrical testing was performed on the device. The device battery status was ert. The device functioned normally throughout testing. Laboratory analysis determined that this device experienced normal battery depletion; however, the estimated longevity remaining value appeared to decrease more quickly than expected between routine follow-ups. Factors influencing the estimated longevity remaining calculation include pacing rate, amplitude, pulse-width and lead impedance. Any (even slight) changes in these factors will impact the battery consumption calculation and therefore the remaining longevity estimate. Please note that, despite the drop in estimated longevity remaining, the actual battery condition did not change significantly between follow-ups. In summary, it was determined that this device experienced normal battery depletion, but declared ert earlier than previously estimated.

Event description:
Additional information was received this pacemaker was explanted. No additional adverse patient effects were reported.